Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer cleared the bag bay area, which resolved the reported event. The customer did not experienced any recurrences. The customer was able to troubleshoot and resolved the problem reported. The customer did not request service. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the bag bay area not being cleared. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the active irrigation failed. Additional information has been received stating that there was no patient harm and the system is fine but had no further information to provide.